Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - part: 65620006022 name: shell porous with cluster holes 60 mm o.d. With calcicoat ceramic coating, lot: 60040039. Part: 00615406032 name: constrained liner - 10 degree oblique face 32 mm i.d. For use with 60 mm o.d. Shell with constraining ring, lot: 60050675. Part: 00801803202 name: femoral head sterile product do not resterilize 12/14 taper, lot: 60035635. Part: 00999602035 name: femoral body - revision -nitrided - porous cementless 12/14 neck taper standard 40 mm neck offset, lot: 56345700. Unknown screw. (B)(4). Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-03553-1, 0001822565-2018-01396, 0001822565-2018-01398.

Event description:
It was reported patient¿s hip was revised approximately 4 years post-implantation due to aseptic loosening of the cup. Attempts have been made and additional information on the reported event is unavailable.